Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Customer¿s blood glucose level was 50 mg/dl at the time of incident and other relevant blood glucose levels was 100 mg/dl. Customer was treated with food. Customer was using insulin pump system within 48 hours of reported event. Customer was using auto mode of insulin pump. Customer did not allege that the insulin pump was over delivering. Customer stated that the programming of insulin pump was accurate. The insulin pump will not be returned for analysis.